Manufacturer narrative:
The original equipment manufacturer (OEM) performed a lot batch review for lot# 2392139 and found no discrepancies. A photo and unused physical sample were received and evaluated. The issue was investigated by confirming the daily cleaning checklist were completed and the associates involved in the pouching process of lot# 2392139 were trained. The clean room gowning instructions training records were also reviewed and verified. The sample was reviewed and put through a metal detector which determined that the foreign material was not of a metallic nature. Due to the small size of the foreign material, the conformity identification could not be determined. However, additional measures and additional training initiatives were implemented to ensure proper controls for manufacturing. The device history record (DHR) and retained samples were reviewed and no discrepancies were found. The issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Expiration date: 02/2017. Based on the available information, this event is deemed to be a product malfunction. Should additional information become available a follow-up report will be submitted. Reported to the FDA on: june 2, 2016. (B)(4).

Event description:
Information received from a healthcare dealer indicated that there was foreign material in the primary pack of the aquacel foam dressing. Request for further clarification of the event was not provided as the complaint product had not been returned, however a sales representative indicated that the foreign matter was brown. A photo has been received depicting the reported complaint issue. No other details are available at this time.